Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in pacing impedance and an increase in thresholds due to perforation. Subsequently, the patient underwent a revision procedure, and this rv lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this lead was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The "known inherent risk" conclusion code was selected based on the field report of perforation which is a known risk associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for this type of allegation.

Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in pacing impedance and an increase in thresholds due to perforation. Subsequently, the patient underwent a revision procedure, and this rv lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The lead is expected to be returned for analysis.